Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a neuro coil embolization procedure using a 6f sheath. Reportedly, the device was used well without any problems; however, hemostasis was not good. Manual compression was applied, and hemostasis was achieved within a few minutes. The patient is fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the first starclose device failed to achieve hemostasis. A second starclose device was attempted but also failed [guidewire re-entry failed]. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, manufacturing, user pulls back on device during clip deployment. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.